Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown. Device brand name unknown. Device product code unknown. Device catalog number and lot number not provided/unknown.

Event description:
It was reported that the bar fractured and as a result, the attached implants were loosened. The bar and attached implants were removed.

Manufacturer narrative:
One unknown bar was returned for investigation. Visual evaluation of the as returned product identified that the bar was fractured no device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.